Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported via the implant patient registry that this valve model 3300tfx23mm was explanted from the aortic position after an implant duration of 2 days due to transvalvular regurgitation. Reportedly, no aortic insufficiency (trans- or paravalvular) was reported on tee at end of procedure. However, patient had ongoing inotropic requirements in ICU and a repeat tee about 36 hours later showed severe transvalvular ai. The patient was taken back to or. As reported, it appears that a repair suture for the aortotomy caught the tip of the post of the valve, causing the ai. Re-review of initial tee showed that ai was likely present but missed by inexperienced echocardiographer. Another valve of the same model and size was implanted in replacement without complications. The patient was noted as to be doing well afterwards.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this valve model 3300tfx23mm was explanted from the aortic position after an implant duration of 2 days for unknown reason. Another valve of the same model and size was implanted in replacement. No other information was provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.